Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a severely calcified and mildly tortuous lesion in the proximal portion of the left anterior descending artery. The 10mm x 2.5mm wolverine coronary cutting balloon ruptured on the second inflation between 8-10 atmospheres. The procedure was successfully completed with another wolverine without further issue or patient injury.